Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hafazalla k, baldassari m, sweid a, starke r, sajja k, lebovitz j, storey c, herial n, tjoumakaris s, gooch m, zarzour h,  rosenwasser r, jabbour p. A comparison of dual-lumen balloon and simple microcatheters in the embolization of davfs and avms using onyx. Journal of clinical neuroscience (2020). Volume 81, 295-301. Doi:10.1016/j.jocn.2020.10.007.   Medtronic literature review found reported of vessel rupture and retreatment in association with onyx embolization.   The purpose of this article was to describe a more extensive institutional experience with dual-lumen balloons in the endovascular e mbolization of both avms and davfs and compare its efficacy to the traditional microcatheter.  The authors reviewed cases of 69 patients treated for arteriovenous malformations (avms) and dural arteriovenous fistulas (davfs) using onyx. Of the 69 patients, the ave rage age was 52.7 years, 26 were female and 43 were male.   They identified 30 patients (mean age 57.6 ± 13.8 years) with davfs embolized with the scepter balloon. The control group, treated exclusively with the marathon catheter, included 15 patients (mean age 58.3 ± 11.7 years). Retreatments were required in 4 patients (13.3%) post-embolization with scepter, two of which were planned pre-operatively. In the control group, 5 (33.3%) required retreatment, of which 3 were intentionally staged. This difference was not statistically significant (p = 0.135). One scepter procedure resulted in intraoperative reflux of embolisate during injection. Another scepter procedure caused vessel rupture and bleeding while accessing the davf. Both subgroups had a 0% mortality rate in the perioperative period. They identified 14 avm patients (mean age 43.0 ± 15.2 years) treated with the scepter catheter. The control group consisted of 10 patients (mean age 43.4 ± 16.2 years) treated with the marathon catheter. The scepter group had an increased average procedure time (68.0 vs 49.6 min). Retreatment rates were similar across subgroups. Scepter procedures required retreatment in 7 patients (50.0%), 4 of which were intentionally staged. Both subgroups had a 0% intraoperative vessel injury and perioperative mortality rate. One scepter procedure (7.1%) resulted in reflux of embolisate.   The article does not state any technical issues during use of the onyx.   The following intra- or post-procedural outcomes were noted: 1.  Vessel rupture and bleeding

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.